Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) system was scheduled to be removed due to an infection; however the patient passed away before the procedure took place. The field representative was contacted for additional information and was not aware of the details regarding the patient's infection, but did confirm the patient had been very ill over the past two years. The patient had complications with atrial fibrillation, heart failure and parkinson's disease. The field representative was not aware if the products were explanted post-mortem or if they will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.